Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: two controllers were not returned for evaluation. Log files pertaining revealed that (B)(6) was the patient's primary controller. Log file analysis pertaining to (B)(6) revealed a controller fault alarm logged on 04-feb-2021 at 11:03:48, indicating an issue with the internal battery. In addition, log files revealed that (B)(6) was in use for more than two years. Additionally, a vad disconnect alarm was logged on 04-feb-2021 at 11:05:28, indicating a physical disconnection of the driveline from the controller, likely due to troubleshooting and/or the reported controller exchange. Log file analysis pertaining to (B)(6) was not performed since log files were not available for analysis. As a result, the reported vad disconnect alarm and controller fault alarm involving (B)(6) was confirmed. However, the reported controller fault alarm involving (B)(6) was not confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported controller fault alarm involving (B)(6) event may be attributed, but not limited, to a faulty internal component, memory corruption, and/or the patient allowing the batteries to deplete completely. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; a possible root cause of the controller fault alarm involving (B)(6) may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. A possible root cause of the vad disconnect alarm observed in the log files can be attributed but not limited to troubleshooting of the controller and/or the reported controller exchange. Additional products: d4: serial or lot#: (b)(6.) H6: FDA method code(s): b17 h6: FDA results code(s): c20 h6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental is being submitted for additional information. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420, catalog #: 1420, expiration date: 2018-07-31, serial or lot#: (B)(6), UDI #: (B)(4), h4: mfg date: 2017-07-31. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the primary controller had exhibited a controller fault alarm due to a depleted internal battery.

Manufacturer narrative:
A supplemental report is being submitted due to additional information received about the event date and about the primary controller. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information has been requested regarding the serial number of the second controller , but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Additional products: heartware ventricular assist system ¿ controller, model #: unknown-controller / catalog #: unknown-controller / expiration date: unk / serial or lot#: unknown, UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: unk. Labeled for single use: no. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two controllers exhibited a controller fault alarm. There was also an associated vad disconnect alarm with one controller. The controllers were exchanged. No patient complications have been reported as a result of this event.